Event description:
It was reported that the patient with this artificial urinary sphincter experienced recurring incontinence. Cystoscopy found that the urethra was not fully coapting. Atrophy near the cuff was also noted. The cuff was explanted and a new device was implanted with the cuff placed more distally. No further patient complications were reported.